Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one day post laparoscopic gastrectomy procedure, the staple line bled. Reoperation and extended hospitalization were done to stop the bleeding.